Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson¿s dual and movement disorders. It was reported that the patient was being affected by electromagnetic interference (emi). The patient stated that florescent lights/ballasts when hanging low cause them to feel off and funny. The caller elaborated on the symptoms describing the feeling of dyskinesia and anxiousness. They added that they felt a strange feeling when exposed to strong fridge magnets. Follow-up was received from the healthcare provider who stated that no intervention was performed as this was an unknown side effect. Refer to manufacturer report #3004209178-2016-24324.

Manufacturer narrative:
Supplemental MDR submitted.

Event description:
Follow up information received from the patient reported that they replaced the lights at home from cfl bulbs to led bulbs which helped resolve the dyskinesia/anxiousness they were feeling. See related regulatory report 3004209178-2016-24324.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.